Event description:
Related to MFR report # 2183959-2012-02253, 02252. It was reported by plaintiff's attorney that the plaintiff was implanted with a apogee on or about (B)(6) 2006 to treat stress urinary incontinence and pelvic organ prolapse. Plaintiff's attorney alleged plaintiff experienced severe and permanent bodily injuries and significant mental and physical pain and suffering.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.